Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased; value was not known, and "started having seizures". Customer went to the emergency room via ems (emergency medical services) and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.